Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the transmitter didn't blink when connected to the sensor. It was noted the electrode was missing on the sensor. Customer's blood glucose was unknown. Customer had the sensor inserted in the abdomen. The sensor is not returning for analysis.